Event description:
It is reported that a customer stated that the drive support cap on their insulin pump is damaged. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with vibrator rattling due to vibrator adhesive not adhering. The drive support disk was inspected and no anomaly was noted. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.